Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported that while attempting to program this pacemaker device to magnetic resonance imaging (MRI) protection mode, the pacemaker was found to be in safety mode. Ts discussed with the hcp the device parameters while in safety mode and recommended for a replacement procedure to be performed. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received from the health care professional (hcp) reported that the patient requires a magnetic resonance imaging (MRI) scan. The hcp noted that the patient has a serious infection and is experiencing neurological decline due to stenosis and possible loss of incontinence. Ts advised the hcp that the pacemaker system is in safety mode and is not approved for MRI. The hcp is aware and will be performing the off-label MRI. At this time the pacemaker system remains in service, no additional information of surgical intervention was received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device was being used incorrectly that was contradictory to device labeling. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported that while attempting to program this pacemaker device to magnetic resonance imaging (MRI) protection mode, the pacemaker was found to be in safety mode. Ts discussed with the hcp the device parameters while in safety mode and recommended for a replacement procedure to be performed. At this time, the pacemaker remains in service. No adverse patient effects were reported. Subsequently, additional information was received from the health care professional (hcp) reported that the patient requires a magnetic resonance imaging (MRI) scan. The hcp noted that the patient has a serious infection and is experiencing neurological decline due to stenosis and possible loss of incontinence. Ts advised the hcp that the pacemaker system is in safety mode and is not approved for MRI. The hcp is aware and will be performing the off-label MRI. At this time the pacemaker system remains in service, no additional information of surgical intervention was received. No additional adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and reported that while attempting to program this pacemaker device to magnetic resonance imaging (MRI) protection mode, the pacemaker was found to be in safety mode. Ts discussed with the hcp the device parameters while in safety mode, and recommended for a replacement procedure to be performed. At this time, the pacemaker remains in service. No adverse patient effects were reported.